Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death has been requested but has not been received. Analysis of the device is in process; results will be forwarded when available. A temporary pacemaker was placed, and the patient was transfer to the intensive care unit. The patient's condition continued to worsen despite treatment, and she died. The medical examiner reported the patient's death as a "natural death".

Event description:
It was reported the patient was admitted to the hospital with an escape rate of 36 beats per minute. It was not possible to interrogate the device and the patient was in a "too bad condition" to replace the pacemaker. A temporary pacing lead in combination with an external pacemaker was used; however, the patient died. The cause of death has been requested and not received. Additional information was received reporting the patient was admitted to hospital with 3rd degree heart block (heart rate of 36), renal failure, hyperkalemia, increased cardiac enzymes, and dyspnea. Examination revealed the device had no output; the battery seemed "empty". During the next few days, the patient's creatinine and potassium levels increased, there were ECG changes, she developed edema, diarrhea, and had little urinary output.

Event description:
It was reported the patient was admitted to the hospital with an escape rate of 36 beats per minute. It was not possible to interrogate the device and the patient was in a "too bad condition" to replace the pacemaker. A temporay pacing lead in combination with an external pacemaker was used, however, the patient died. The cause of death has been requested and not received. Additional information was received reporting the patient was admitted to hospital with 3rd degree heart block (heart rate of 36), renal failure, hyperkalemia, increased cardiac enzymes, and dyspnea. Examination revealed the device had no output; the battery seemed "empty". During the next few days, the patient's creatinine and potassium levels increased, there were ECG changes, she developed edema, diarrhea, and had little urinary output.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death has been requested but has not been received. The device is part of the advisory for this model. Temporary pacemaker was placed, and the patient was transfer to the intensive care unit. The patient's condition continued to worsen despite treatment, and she died. The medical examiner reported the patient's death as a "natural death". Evaluation summary preliminary testing revealed no output and no telemetry. Further analysis determined the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient was admitted to the hospital with an escape rate of 36 beats per minute. It was not possible to interrogate the device and the patient was in a "too bad condition" to replace the pacemaker. A temporay pacing lead in combination with an external pacemaker was used, however, the patient died. The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death has been requested but has not been received.